Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 12/17/2018 indicated that the left ventricular also exhibited high capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular exhibited loss of capture. The patient presented on (B)(6) 2018 for explant procedure and the lead was explanted and replaced. The patient was stable post procedure.